Event description:
The customer had sent the pump in to service with a report of a failure code 550:320. The hospital's facility's management representative had stated that no pt injury or medical intervention was involved.